Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to corroded battery tube. We were unable to verify battery longevity due to failed battery test alarm. The insulin pump was received with broken battery cap and half of the cap stuck in battery tube. The insulin pump had cracked case at display window corner, cracked lcd window, minor scratched lcd window, broken battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer is unable to remove battery from battery compartment. Customer stated the top half of the battery cap broke off and the battery acid has melted onto the rest of the cap and unable to be removed. The customer's blood glucose was unknown. The customer agreed to return device for analysis.